Manufacturer narrative:
(B)(4). The reported issue was confirmed over the phone by evidence of a high drain alarm. Review of service history revealed no failures/problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Review of the device service history revealed no issues that could have caused or contributed to the reported difficulty of iipv-adult. The cause was determined to be therapy performed using a manual exchange with capd.

Event description:
A customer contacted baxter technical services(bts) regarding assistance with a high drain 101 alarm during therapy on the homechoice machine(hc). The home patient(hp) stated they performed a manual exchange mid-day and only used the hc to drain out. The hp did not perform therapy after the drain. The technical service representative(tsr) assisted the hp to clear the alarm in order to perform therapy. The hc unit was operational. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). E device was not returned to baxter. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.